Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700-800 mg/dl, and diabetic ketoacidosis. Subsequently, the customer was hospitalized. The customer declined to provide additional information regarding the issue. Reportedly, customer reverted to manual injections for insulin therapy.